Event description:
The customer reported that a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was reported to the physician(s). The sample was repeated on the same instrument. The repeat result recovered higher than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported bad cuvette errors and a falsely depressed high-sensitivity troponin I (tnih) result obtained on a patient sample on the dimension exl with lm instrument. Quality control (qc) was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, reviewed probe counters, calibration, and qc, verified arm alignments, cuvette height, syringes gaps, plunger soft tip, and all cuvette solenoid with proper gaps, performed cuvette manufacturing alignments, verified and adjusted the vacuum, cleaned all drains, replaced the sample probe and diaphragm, checked heterogenous module (hm) alignments, cleaned the washer probes, primed the system, and ran system check twice, which recovered acceptably. The customer ran qc, which recovered acceptably. Siemens further evaluated the event and concluded that the cuvette manufacturing unit potentially contributed to the falsely depressed tnih result. The actions performed by the cse returned the instrument to normal operation. The instrument is performing according to specifications. No further evaluation of the device is required.